Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the jaw peeled back on the hemopro. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slightly evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw had multiple cracks. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).